Event description:
The customer contact reported the device alarmed with an s321 (motor error - pmc, left), malfunction alarm code. The device was returned ot the biomedical department from the cv-ICU with a report that prior to pt use, the device alarmed with s208, s321, and s339 malfunction alarm codes. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.